Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some screens of the sensica device was working at one time, and then not at other. The device seemed to be continuously collecting urine output data, however not all buttons on the machine are functioning when pushed. Nurse also mentioned that the device was not collecting temperature data even though it was connected to a temperature sensing foley. They unplugged and replugged in the temperature module, changed temperature cables, and still couldn¿t get it to work.

Event description:
It was reported that some screens of the sensica device was working at one time, and then not at other. The device seemed to be continuously collecting urine output data, however not all buttons on the machine are functioning when pushed. Nurse also mentioned that the device was not collecting temperature data even though it was connected to a temperature sensing foley. They unplugged and replugged in the temperature module, changed temperature cables, and still couldn¿t get it to work. Per follow-up email received on 31jan2022, the device issue was found while in use of a patient with no harm or impact. Patient was able to continue using the same device after the device was rebooted. The device will be sent in for repair/evaluation.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is touchscreen is inoperable due to part geometry issues. However, this cannot be confirmed. The device issue was found while in use of a patient with no harm or impact. It was unknown if the device did meet specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿general warnings medical electrical equipment requires special precautions regarding electromagnetic compatibility (emc) and needs to be installed and put into service according to the emc information provided in the charts at the end of these instructions for use (appendix a). Portable and mobile radiofrequency (rf) communications equipment can affect medical electrical equipment. The bd sensica¿ urine output system should not be stacked with other equipment. The bd sensica¿ urine output system has a degree of protection against electric shock of applied parts classified as type bf. This device is classified as an iec class I device. When using class 1 xp power model number: alm65us12 power supply, to avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth. Do not immerse or submerge the bd sensica¿ urine output stand, display monitor, ring, temperature monitor module, temperature sensor cables, or monoplug adapter in water or other liquids. Do not pour liquids over the display monitor, ring, temperature monitor, cables or monoplug adapter. If liquids accidentally spill onto the device(s), wipe off liquid with soft cloth as soon as possible. See section 14 for complete care instructions. This device is not suitable for use in the presence of flammable mixtures. This device is not suitable for use in oxygen rich environments. The use of transducers and cables other than those specified, with the exception of transducers and cables sold as replacement parts, may result in increased emissions or decreased immunity of the bd sensica¿ urine output system. The bd sensica¿ urine output system is designed to be used with any bard¿ foley catheter and urological disposables connected to any standard urine drainage bag (2000 or 2500 ml), with or without a urine meter. If using a 400-series temperature-sensing foley catheter, see product instructions for use for MRI compatibility. Refer to foley catheter instructions for use for indications and further product information. If using a 400-series temperature-sensing foley catheter, the operator is responsible for ensuring the compatibility of the temperature sensing foley catheter to the bd sensica¿ urine output system and its accessories. Incompatible components can result in degraded performance. No modification of the bd sensica¿ urine output system or any of its accessories is allowed. Warning: this product can expose you to di(2-ethylhexyl) phthalate (dehp), which is known to the state of california to cause cancer and birth defects or other reproductive harm.¿ the device was not returned.